Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, aneurysm enlargement, and reoperation. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses. Prior to the device implant, a bypass surgery was performed from the ascending aorta to brachiocephalic, left common carotid, and left subclavian arteries. During the procedure, a type ii endoleak of unknown origin was identified; however the physician elected to monitor the patient. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. On (B)(6) 2010, one month follow-up imaging showed the persistent type ii endoleak, and newly identified a proximal type I endoleak. The type I endoleak was reported to be device-related; however the cause remained unknown. The diameter of the aneurysm was 65mm. The patient was being monitored. On (B)(6) 2010, three month follow-up imaging showed that the diameter of the aneurysm enlarged to 71mm. Both endoleaks reportedly persisted. On (B)(6) 2010, six month follow-up imaging showed that the diameter of the aneurysm further enlarged to 73mm. Both endoleaks reportedly persisted. On (B)(6) 2010, the patient was implanted with an additional gore® tag® thoracic endoprosthesis for proximal extension to treat the endoleaks. The patient tolerated the procedure. On (B)(6) 2010, one year follow-up imaging showed that the diameter of the aneurysm shrunk to 66mm. The type I endoleak reportedly resolved; however the type ii endoleak reportedly persisted. Subsequent follow-up imagings showed that the diameter of the aneurysm enlarged up to 70.6mm. The type ii endoleak reportedly persisted. According to the cro in (B)(6), no further information is available.